Event description:
Info received indicates the head section could not be lowered.

Manufacturer narrative:
The technician found that the release weldment was bent and gas spring release was loose due to worn threads. The technician replaced the gas spring release, and the fowler release weldment to repair the bed.